Event description:
Asr revision, resurfacing - left hip, reasons for revision: unknown. Patient is bilateral. For right hip see (B)(4). Same revision date for both hip given by (B)(6). Update 10 mar 2015: rec'd (B)(6) with reason for revision: alval / soft tissue reaction, surgeon first name ((B)(6)), (B)(4). Correct implant date take from (B)(6) as (B)(6) only gives right hip implant date.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received per surgeon confirmation form for asr. The patient was revised due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision. Resurfacing - left hip. Reasons for revision: unknown. Patient is bilateral. For right hip see (B)(4). Same revision date for both hip given by kennedys. Update 10 mar 2015: rec'd crawfords claimsuite with reason for revision: alval/soft tissue reaction, surgeon first name (andrew), dp reference no. Sm (B)(6) 2015. Correct implant date take from kennedys eclaim as claimsuite only gives right hip implant date. Update - june 14, 2017 additional information received per surgeon confirmation form for asr. The patient was revised due to pain. This complaint was updated on june 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.